Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation it was reported that the pigtail of a stent from a double pigtail ureteral stent set was found to be separated after placement for 3 months. The patient visited a hospital as had been feeling unwell. There were no difficulties during placement of the stent, and the tether was cut prior to placement. The stent was removed by using ureteral clamps under ureteroscope and new stent placed. Further enquiries were made about the case and the "patient felt unwell" was found to refer to mild blood in the urine and feeling a foreign material stimulating the bladder. A visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, drawings, the instructions for use, manufacturing instructions, specifications, and quality control data. The complainant returned one double pigtail ureteral stent for investigation. Visual examination confirmed a stent only was received in used condition. The stent was separated into three segments. The proximal coil was severed in two locations, both points of separation have mating fractures indicating no missing pieces. The first point of separation occurred approximately 2mm from the first ink band at the base of the coil. The second point of separation occurred between 1.7cm -1.9cm from the first point of separation. The point of separation did not occur at a side port. One edge appeared to be pinched then pulled to separation, the other separated point appeared to be cut with jagged edges. A review of the device history record (DHR) found no non-conformance's related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformance's, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: ¿ do not force set components during placement, replacement, or removal. Carefully remove the set components if any resistance is encountered. ¿ individual variations of interaction between stents and the urinary system are unpredictable. ¿ periodic evaluation via cystoscopic, radiographic, or ultrasonic means is suggested. The stent must be replaced if encrustation hampers drainage. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. A stent from the reported stent set was returned (the other components from the set were not returned). The stent was separated into three segments. The proximal coil was severed in two locations, both points of separation have mating fractures indicating no missing pieces. The first point of separation occurred approximately 2mm from the first ink band at the base of the coil. The second point of separation occurred between 1.7cm -1.9cm from the first point of separation. Point of separation did not occur at a sideport. One edge appeared to be pinched then pulled to separation, the other separated point appeared to be cut with jagged edges. A review of the device history found no anomalies. The review of the device master record found controls to be in place including tensile testing of samples of the raw material used to manufacture the stent. There have been no other complaints reported for the same lot. The cause of the separation could not be determined from the returned device. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 16feb2020: there were no difficulties during stent placement, and the tether was cut prior to placement. The stent was removed using ureteral clamps under ureteroscope. The "patient felt unwell" referred to mild blood in the urine and feeling a foreign material stimulating the bladder. It was confirmed that the broke stent did not lead to hydronephrosis.

Manufacturer narrative:
PMA/510k #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a patient, who had a stent placed three months ago, came to the hospital where it was found that the pigtail of a filiform double pigtail ureteral stent was broken within the patient. The broken device was then removed and replaced with another new filiform double pigtail ureteral stent. The patient did require another procedure due to this incident. Additional information has been requested and will be included in a follow-up report when and if that information is received.